Event description:
It was reported, that the bronchovideoscope displayed error code b30 (scope communication error). The issue occurred, during preparation for use. For a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: - the video connector was immersed, resulting in defective ad board (printed circuit board), if board (printed circuit board) and plug unit, and then resulting in b30 report. - the lg (light guide) tube had leakage. - the video connector was immersed. - the lg tube had leakage. - the video connector was immersed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a short circuit in the device due to water invasion from a leak at the universal cord. The instructions for use (IFU) instructs to perform a leakage test prior to manual cleaning and contact olympus when leakage is detected. It is suggested that the user facility review the method of device handling according to the IFU. The following is taken from the IFU pertaining to the suggested phenomenon: reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories)_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with both the venting connector and the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.